Event description:
It was reported that a user experienced intermittent ¿brief sensor issue¿ alerts and signal loss between a dexcom g7 sensor and the ilet, resulting in temporary loss of cgm data display on the pump, while the separate dexcom app also showed issues but was not relied upon for therapy. Symptoms included no adverse physiological effects and no change in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education, deletion of old bluetooth pairings, and an iphone restart, after which ilet readings resumed. Investigation of this case revealed a likely bluetooth communication disruption limited to the ilet connection, with the sensor otherwise functioning. It was concluded that the event was related to communication issues rather than a loss of glucose sensing or pump therapy effect.